Event description:
During liposuction procedure, tip of ultrasonic probe broke off and remained in pt. Tip was retrieved through initial incision. No injury to pt was indicated.

Manufacturer narrative:
Item not available for inspection at this time. Attempting to get device from customer for evaluation. Device was sold to distributor on 06/11/2003. Was sold to customer on 08/05/2003. Unit has 6-month warranty. Cannula was used past its useful life.